Manufacturer narrative:
The reported 3500-500, pump, medfusion, model 3500, serial number (B)(4) was returned for investigation. The returned device was returned with the tamper seal intact. Visual inspection of the device revealed: one rubber foot missing, scratch marks on the keypad and barrel clamp head damage. The results of the pump event history log revealed a check clutch/plunger lever alarm. Functional testing was performed and "super cap alarm" could not be reproduced. The blue tokin super cap was present on the device. No root cause was determined so the complaint was not confirmed. Repairs to the device were made and the device passed functional tests afterwards. (B)(4).

Event description:
It was reported that a medfusion pump encountered a check clutch/plunger lever error during the device testing process with the manufacturer. The pump was originally sent in for repairs due to a reported "super cap post" error. No adverse health outcomes were reported.